Event description:
Allegedly, the following occurred, the endo catch was introduced into pt to remove specimen. On bagging specimen, endo catch 'point' of bag split. No injury.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.